Event description:
It was reported that the lead exhibited high threshold in the bipolar configuration. Programming was changed to 4.0 v at 1.5 ms in the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.